Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the device functioned as intended. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Probable root cause may be kinks, leaks in the vacuum circuit or a component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.

Event description:
It was reported that the renasys go pump blockage/canister full alarm was activated. No case was involved. Back-up was available.